Manufacturer narrative:
Additional concomitant medical products: item# unknown, unknown, stem lot# unknown; item# unknown, unknown ,cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10556, 0001825034-2018-10557, 0001825034-2018-10559.

Event description:
It was reported that patient underwent revision of total hip arthroplasty for unknown reason. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of underwent revision surgery due to metallosis and pseudotumor. The notes states that immediately after incising the fascia there was a very large amount of brownish-colored fluid. It looked to be a sign of severe metallosis from the hip arthroplasty the patient had. Deeper there was a ¿very large brownish pseudotumor mass (6cm size). Additional substantial tissues around the synovium and the underside of the fascia that were stained with metal were removed. Not reviewed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision approximately 10 years post initial implantation due to metallosis. Pseudotumor was found intra op. Attempts were made to obtain additional information; however, none is available.